Manufacturer narrative:
The subject endoscope was inspected and found to have residue on the distal lenses and distal cap. The entire patient insertion section of the endoscope will be replaced. As a follow up, a fujifilm clinical specialist will visit the customer to examine their endoscope cleaning methods, and if necessary conduct an in service.

Event description:
Customer reported an endoscope had grossly failed atp testing (adenosine triphosphate) after a procedure, even after being washed twice. No patient injury reported.